Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low pacing impedance and rising pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lead impedance had also reportedly fallen. Pulse width was increased and the lead remains in use. The patient was also experiencing a periodic sharp sensation near the implant site. No further patient complications have been reported as a result of this event.